Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation uterus') and fallopian tube perforation ('perforation fallopian tubes'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: clobetasol propionate (olux) since 26-aug-2014. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced, uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problem"), post procedural infection ("complications during removal surgery infection"), abdominal distension ("hormonal changes describe; bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin lesion ("rashes or skin conditions; scalp lesions"), migraine ("migraines / headaches") and allergy to metals ("nickel allergy"). And was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased, post procedural infection, abdominal distension, vaginal haemorrhage, skin lesion, migraine and allergy to metals outcome was unknown. And the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, pelvic pain, post procedural infection, psychological trauma, skin lesion, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events: menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general abnormal bleeding, perforation fallopian tubes, uterus perforation, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, essure confirmation test(s) (unspecified), bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: reporter information was added. New event: added bloating, vaginal bleeding, scalp lesions , migraine, nickel allergy. Lab test and lab test was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), fallopian tube perforation ('perforation fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), visual impairment ("vision problem") and post procedural infection ("complications during removal surgery infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, psychological trauma, fatigue, alopecia, tooth disorder, hormone level abnormal, headache, visual impairment, weight increased and post procedural infection outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, post procedural infection, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, general abnormal bleeding, perforation fallopian tubes, uterus perforation, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events- " dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, general abnormal bleeding, psych injury, perforation fallopian tubes, uterus perforation, uti, vaginal infection, vaginal discharge, fatigue, hair loss, dental problems, hormonal changes, headaches, vision problems, weight gain and complications during removal surgery infection", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.